Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of erratic results. Customer states she feels well and no medical attention is needed. The customer's expected blood results are 119-168mg/dl fasting. Verified the strips expire 05/15/2018. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed a back to back blood test 131mg/dl and 313. Reviewed meter memory: 1: 243mg/dl (B)(6) 2015 01:08:00 pm fasting:no; 2: 207mg/dl (B)(6) 2015 01:07:00 pm fasting:no; 3: 138mg/dl (B)(6) 2015 01:06:00 pm fasting:no; 4: 385mg/dl (B)(6) 2015 01:03:00 pm fasting:no; 5: 164mg/dl (B)(6) 2015 05:25:00 am fasting:yes. Customers concern: 385 mg/dl on (B)(6) 2015 at 1:03pm. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had poor technique.

Event description:
Customer complains of erratic results. Customer states she feels well and no medical attention is needed. The customer's expected blood results are 119-168mg/dl fasting. Verified the strips expire 05/15/2018. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015. Customer performed a back to back blood test 131mg/dl and 313. Reviewed meter memory: (B)(6). No adverse event reported.